Event description:
The facility's biomedical tech reported an infusion pump with a failure code of 73. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up the infusion device.

Event description:
The reported condition of failure code 73 was filed in error. At this time failure code 73 is not reportable failure code. A follow-up report will be filed should additional info become available.